Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient and their family wanted to have the system removed because the patient had soreness at the ins site and was having a difficult time remembering to manage the stimulation and charge ins. The system was explanted on (B)(6) 2019. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was the device was where he leaned up against it. No further complications were reported.